Manufacturer narrative:
The complaint is that the device¿s water doesn't circulate is verified. Performed a visual inspection, filled the reservoir with water, attached temp check e5581 due date apr 2025, plugged in line cord, turned on power and performed functional tests. After replacing the pump, performed functional tests, and the device passes all the tests.

Event description:
It was reported that the water did not circulate. There were unknown patient harm or adverse effects reported as a result of the event.